Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 39mg/dl. Customer does not need to troubleshoot for low blood glucose. Customer stated that insulin pump was not showing screen that says start new or reconnect when they called helpline. Insulin pump will not be returned for analysis.